Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had clock slowed down, had to adjust clock every couple of weeks. The customer also reported that their pump had no delivery alarm. The insulin pump will not be returned for analysis.